Event description:
Caller reported a malfunction on the pump during extremely hot weather. There was no adverse impact to the customer's blood glucose level. The customer switched to multiple daily injections as a backup therapy, and tandem technical support arranged to send a replacement pump with updated software. The caller was provided instructions for putting the old pump into storage mode and was informed of the steps to follow when receiving the new pump. The problematic pump was to be returned to tandem within 10 days using the provided packaging and pre-paid label.